Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.